Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in follow-up remote transmission with impedance below the normal range on the right ventricular lead. Unipolar impedance was tested on (B)(6) 2019 with no significant difference to the bipolar impedance previously observed. Programming changed were done. Patient condition is stable and will continue to be monitored.